Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual, mechanical and electrical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent destructive analysis indicated that these damages were caused by over rotation of the inner coil while retracting the fixation mechanism. No further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, the inner coil of this lead was found to be deformed. This damage affected the active fixation mechanism. No sign of a material or manufacturing problem was present.

Event description:
Boston scientific received information that this lead dislodged one day post implant. Subsequently a revision procedure was performed and the lead was explanted. No additional adverse pt effects were reported.